Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings: a review of the pump history showed that a loss of prime with non-zero force was recorded. No loss of prime alarms occurred during investigation. The force sensor calibration reading was found to be within the required specifications. The complaint of the loss of prime alarms was observed in the pump history but was not able to be duplicated during investigation. The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test and a fill test were performed with no failures or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter alleged that the pump was emitting loss of prime alarms. It was noted that cartridges from different boxes have been used and the loss of prime alarms continued to occur. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.